Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) noise and oversensing. Technical services (ts) reviewed and noted the noise appeared to be electromagnetic interference. The field representative confirmed this patient underwent a procedure day. No pacing inhibition was observed. This pacemaker remains in service. No adverse patient effects were reported.